Manufacturer narrative:
Batch review performed on 03 january 2019: lot 179978: (B)(4) items manufactured and released on 02 may 2018. Expiration date: 2023-04-17. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Shoulder dislocation occurred 3 months after primary surgery. The liner was revised, the surgeon decided to increase the thickness (39+3) and the inclination (155°).